Manufacturer narrative:
The insulin pump alarmed a33 alarm during the basic occlusion test due to protruded or loose drive support disk. Motor tested outside device and passed. Cracked lcd window,cracked case near lcd window corner, cracked reservoir tube,cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained address and serial number label and stained endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.